Event description:
Locking mechanism on crutch handgrip dislodged while patient was ambulating causing one side of the handgrip to depress approximately one (1) inch. Patient states that she lost balance and fell.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device recalled by manufacturer/distributor. Invalid data - on device destroyed/disposed of status.